Event description:
It was reported that the valve was explanted after an implant duration of approximately 5 years due to mitral stenosis and mitral regurgitation (mr) from a degenerating prosthetic valve. Per the op report, cardiac catheterization showed clean coronary arteries. Echocardiogram showed preserved ventricular function with an ejection fraction of 65%. She had severe bioprosthetic aortic valve stenosis with a mean transmitral gradient of 18 and moderate mr. There was no other valvular heart disease. During explantation, the mitral valve was inspected. It appeared as though the mitral valve leaflets were really within normal limits. However, the mobility of the leaflets was significantly impaired by a heavy under growth of pannus on the mitral valve. The mitral annulus was thoroughly debrided and another edwards bioprosthetic valve was implanted. Transesophageal echocardiogram at the end of the operation showed good prosthetic function and no paravalvular leaks.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported pannus growth could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the pannus growth noted likely caused the patient's stenosis and regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.